Event description:
It was reported that on (B)(6) 2018, this patient's implanted right ventricular (rv) lead was found to have eroded. Surgical intervention was later performed on (B)(6) 2018 and the rv lead was explanted and replaced. No additional adverse patient effects were reported.